Manufacturer narrative:
Evaluation, results: shelf life exceeded. Failure to follow instructions (recommended that ubd be verified prior to use). No results available since no evaluation performed (device or procedural images were not returned for review). Failure to follow instructions (recommended that ubd be verified prior to use). No device failure. User error contributed to event (recommended that ubd be verified prior to use). (B)(4).

Event description:
It was reported that an endeavor sprint otw drug eluting stent was implanted in the patient 7 months past it's expiration date. No reported complications due to this event.